Event description:
Covidien received a report of a n-560 was missing display segments. No patient harm reported.

Manufacturer narrative:
The customer reported failure of missing segments was duplicated. The front board was replaced and the problem was solved. Information has been added to the database for trending purposes. (B)(4).